Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ls 22x1-1/4 dn emerald experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: there were cracks on the tube, so it couldn't absorb the drug.

Event description:
It was reported that the syringe 5ml ls 22x1-1/4 dn emerald experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: there were cracks on the tube, so it couldn't absorb the drug.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 30774319 lot 1811360 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.